Event description:
On (B) (6) 2010, pt reported she has had elevated readings today because she is sick and had surgery. Pt reported the higher readings were around 406 mg/dl. Pt's normal blood glucose range is 90-150 mg/dl. Pt stated when she put the infusion headset in, it appeared to be in and then became dislodged; the cannula was bent. Pt did not report any errors or alerts. Pt stated the infusion adapter has never been changed. Advised to change adapter with every 10th cartridge change. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.